Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and replaced the printed circuit board (pcb). (B)(4).

Event description:
Covidien received information stating that during patient use of the ht70 ventilator, a burnt smell was generated from the unit and the patient was transferred to another ventilator. There were no negative patient consequences reported. It was later observed that the main board was partially burnt.